Manufacturer narrative:
Follow up on (B)(4) 2014 indicated that customer was able to clear all of the air bubbles. The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
Received info of air bubbles in the pt line, luer lock, and infusion set tubing. Reportedly, customer's blood glucose level was 250 mg/dl.